Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has passed away in hospice care. The caller stated that the customer was in comatose state until passing. The caller stated that the customer was found on the couch, unresponsive and unconscious; they are not sure if it was diabetes related. The customer was hospitalized on (B)(6) 2014. The caller stated that the customer's doctor indicated that the customer may have had kidney failure. The customer had an enlarged heart. The customer's blood glucose at the time of death was unknown. The day when the customer was found on the couch, at her home, the customer's blood glucose was 45 mg/dl. The insulin pump was removed from the customer once she was admitted to the hospital and was off insulin pump therapy for two months, until passing. The customer was using sensors, but was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip. No data was available because the insulin pump was received without a battery installed.